Event description:
The customer reported that the ventilator would not power on via ac power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a component failure that may result in the unit shutting down and alarming during use in normal ventilation operation.